Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown synthes screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: vita, cd., santos, ml. And martin, vj. (2012), complications in the short and medium term of fractures of the proximal humerus treated with philos plate, mapfre trauma fund, vol. 23(s1), pages 27-31 (spain). The purpose of this retrospective analysis study is to demonstrate that, with greater complexity of fractures of the proximal humerus treated with the philos system, there is greater incidence of complications in the short to medium term. Another secondary objective is to analyze the incidence of complications in relation to age and gender. During the year of 2007, a total of 43 patients (17 male and 26 female) with a mean age of 61 years (range, 22-90 years) 67.5% were older than 60 years of age were included in the study. Fracture fixation was fixed using locked plate system philos (synthes international). The average follow-up was 15 months (range, 12-24 months). The following complications were reported as follows: 3 cases of screw protrusion and removal of plate. These were resolved with new synthesis and in 1 of the cases a conservative treatment was used since the patient refused to have another surgery. 3 cases of deep infection of the surgical wound required intravenous antibiotherapy, cleaning and debridement of surgical wound, and the removal of osteosynthesis material for complete resolution. 2 cases of avascular necrosis of the humeral head were treated with using a shoulder hemiarthroplasty. 1 of the patients developed a subsequent significant stiffness, which was partially solved with arthroscopic arthrolysis. 2 cases of non-union were operated upon again, with a new philos plate being placed along with the support of a cortical-spongy graft. 1 of these patient required 2 operations before the healing of the fracture was achieved, thus achieving clinical improvement as well. 2 cases of significant joint stiffness. 1 of these occurred after a partial shoulder arthroplasty due to avascular necrosis of the humeral head. 2 cases of tindinous injury, a rotator cuff injury, and a partial tear of the long portion of the biceps, both repaired through an arthroscopic suture. 1 case of intolerance to the osteosynthesis material was resolved by extracting the plate. This report captures adverse events of deep infection, avascular necrosis, subsequent significant stiffness, non-union, tindinous injury, rotator cuff injury, partial tear of the long portion of the biceps intolerance to osteosynthesis. This report is for an unknown synthes screws. This is report 3 of 3 for (B)(4).